Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. Service history review identified that the device had not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. The event history log was reviewed. A standard administration set was attached, and the downstream occlusion test was performed. The probable cause was the latch/lock mechanism as it was hard to lock the cassette, but both the lock and downstream occlusion (dso) sensor were replaced.

Event description:
It was reported that the device exhibited, "remove and reattach cassette error". There was unknown patient involvement.